Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by return of the device. Visual inspection of the conical taper identified dark debris and a thread like pattern. Scanning electron microscopy of the taper surface revealed bands of deposits as well as circumferential grooves that resulted from imprinting of the 12/14 stem taper. Analysis the proximal region of the taper identified combinations of biological material as well as elevated levels of cr and o, possibly evidence of corrosion products. Review of the device history record identified no deviations or anomalies that would contribute to this event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient¿s hip was revised approximately 3 years post implantation due to fluid found near the greater trochanter on MRI. The femoral head was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.